Event description:
Details of complaint (reported issue): while on a pt avea stopped ventilating in the ICU (0120 on (B)(6) 2014). Alarmed 'circuit occlusion' and 'high ext ppeak.'

Manufacturer narrative:
(B)(4). This avea tca pcba was received in the failure analysis for investigation from factory svc. The issue was isolated to the inspiratory pressure xdcr. Replacement tca pcba was installed. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.